Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak and marginal bilateral distal limb seal could not be determined from the worksheet and single film image provided. The anatomy at implant is unknown and earlier post-implant films were not available for review. Current neck and iliac limb measurements revealed that the current vessel diameter¿s have increased, and there is a marginal bilateral seal due to a lack of radial apposition. Review of a single still angio image without contrast during an intervention revealed that an endurant tube had been implanted ~30mm above the level of the originally implanted cuff. Both renal arteries were found to have been snorkeled just above the original cuff. It appears likely that the cause of the proximal type I endoleak and marginal distal limb seal was due to patient anatomy, disease progression. Per the physician, the cause of the reported kink in the right stent graft limb (not observed in the returned film) was due to disease progression.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 83 cm by 8.8 cm max diameter abdominal aortic aneurysm. It was reported that on a CT done approximately one year and eight months post index procedure, a proximal type I endoleak was observed. The endoleak appeared to be feeding the right/posterior quadrant of the aneurysm sac. The patient received treatment approximately 26 days later. The physician performed bilateral renal snorkeling and implanted a 32x32x70 endurant aortic cuff to the level of the superior mesenteric artery (sma). After implant of the endurant aortic cuff, there appeared to be infolding at the second stent ring of the endurant aortic cuff. The physician remodeled the cuff with a balloon, and the infolding was resolved. Final angiogram showed that the proximal type I endoleak appeared to have resolved. Additionally, the right stent graft limb appeared to be kinked. The physician elected to implant another manufacturer's stent across the kink. No distal type I endoleak was observed. Per the physician, the cause of the proximal type I endoleak was most likely due to patient anatomy, disease progression. Per the physician, the cause of the kink in the right stent graft limb was due to disease progression. Disease progression was observed in both the right and left common iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.